Manufacturer narrative:
T1 was absent. T2 was returned. It has damaged at the tail end. A portion suture was attached. The delivery needle tip is twisted, partially flattened and slightly pushed toward the right. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Functional test cycles and actuates but requires assistance due to the needle damage. No root cause related to the manufacture of the device was established. No further investigation is warranted.

Event description:
It was reported that the t's deployed at the same time, t1 remained in patient, and t2 was removed out of the patient. No patient injury was reported.